Manufacturer narrative:
Although requested, the AED and battery packs have not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
An international distributor reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and triggered a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Based on the log file review the AED was requested for return and further investigation. Upon return, the device was evaluated and underwent bench testing with a known good battery. The AED operated as intended throughout testing.